Manufacturer narrative:
(B)(4). The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
IV cylcosporine was started at 1827, to run over 4 hours to be completed at about 2230. When the nurse came on duty she checked the pump and noted that it was set at 25ml/hr, and that the label on the infusion bag indicated that there had been 100ml total in the bag. At that time she also noted that the cyclosporine was connected through the correct pump channel, and noted that it read 25ml/hr. She reports that she checked the patient's vital signs every 30 minutes; at the 2030 check, when she went into the room, she noticed that the cyclosporine bag was almost empty, and that the pump channel running it indicated that the remaining volume to be infused was about 9ml. At that time she slowed the infusion to report to the physician and continued to check on the patient every 30 minutes for the next 2 hours; the patient remained stable and showed no adverse effects during or after the infusion. Device was removed and sent to the biomed. Received additional information from customer stating "ran both pump modules sn's (B)(4) set at 25 ml/hr, vtbi 100 ml and both ran exactly 100 ml in 4 hours measured in a graduated cylinder. In addition they both passed the rate accuracy test in the carfusion/alaris maintenance software."